Event description:
Caller alleged discrepant results compared with the doctor's point-of-care (poc). Results as follows: date: (B)(6) 2012, inratio: 1.3, doctor's poc: 2.8; (b)(60 2012, 2.7, 3.8.

Manufacturer narrative:
Investigation pending.